Event description:
Information was received from a patient regarding an external device. It was reported that the patient was having issues with recharging their implantable neurostimulator (ins). Patient stated the controller would show recharging good, but when they moved the recharger a little bit, it would go to excellent, but would change back to good within a minute. Patient also reported seeing a message to reposition the recharger/poor recharge quality. Patient confirmed no visible damage to the equipment, but stated the cord was frayed and the wire was pulling away from the paddle. Patient stated they felt a burning sensation on the skin when using the recharger, which started about a week ago. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6) revealed a device failure; a "no device found" message was received and the recharger got hot at the donut end after running it. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.